Manufacturer narrative:
The 5x150 smart flex was delivered to the left distal femoral artery (near the popliteal) lesion along an unknown guidewire. However, the stent became stuck on the system after 3-4cm of release. Forceful retraction and release by the operator had no effect. Finally, the operator pulled the incompletely released stent system as a whole into the torsion sheath, and then moved the long sheath out of the body. After the device was removed from the body, the operator gently tugged on the released 3-4 cm length of the stent outside the system. The stent had feedback of snagging but the stent was able to be tugged out of the system. After which a new long sheath and stent were reintroduced for treatment. The right femoral artery was punctured. The unknown angiographic catheter was withdrawn after the guidewire passed through the lesion. A 4*150 or 5*150 mm unknown balloon was delivered to the lesion through the non-cordis .018 guidewire for dilatation. A 5*150 unknown drug-coated balloon was continued to treat the lesion. The angiographic view showed significant angioelastic retraction. The product was stored and handled according to the instructions for use (IFU). When the stent package was opened, the overall condition of the stent was fine, which is why the operator used it. The temperature exposure indicator on the pouch was checked and confirmed that the black dotted pattern with a grey background is clearly visible. No problems were found with the outer or inner packaging or the smart flex device. There was nothing unusual noted about the stent delivery system prior to use. The stopcock was no connected to the y-connector of the tuohy borst valve. There was no difficulty encountered while flushing the stopcock or while flushing the sds. The target lesion was measured to be 4mm in diameter. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. The length of the lesion was noted to be 140mm. The lesion had a 70% stenosis with moderate calcification. The vessel was not tortuous. There was no thrombus present. The delivery system did not pass through any acute bends. There was no difficulty encountered while tracking/advancing the system to the lesion. Unusual force was not used at any time. A non-cordis 6f pre-curved long sheath was used with a non-cordis .018 wire. The device was removed without injury. The device was returned for analysis. A non-sterile unit of ¿smart flex 5x150 vas, 120cm¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked and was placed at one metallic tray to be inspected. The unit was thoroughly inspected observing the following conditions: the stent was received deployed and returned; the hemostasis valve was received not closed; several kinks were observed through all the body. No other outstanding details were observed. Functional analysis could not be confirmed since the device was received already deployed. A product history record (phr) review of lot 279846 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds)- deployment difficulty-partial deployment¿ was not confirmed, the functional test could not be performed since the device was received already deployed. In addition, kinks were observed on the returned unit, the hemostasis valve was found disassembled at the outer sheath separated. According to the instructions for use (IFU) ¿if resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath do not force deployment. Carefully withdraw the stent system without deploying the stent.¿ neither the phr review nor the information available suggests a design or manufacturing related cause could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Event description:
As reported, the 5x150 smart flex was delivered to the left distal femoral artery (near the popliteal) lesion along an unknown guidewire. However, the stent became stuck on the system after 3-4cm of release. Forceful retraction and release by the operator had no effect. Finally, the operator pulled the incompletely released stent system as a whole into the torsion sheath, and then moved the long sheath out of the body. The device was removed without injury. After the device was removed from the body, the operator gently tugged on the released 3-4 cm length of the stent outside the system. The stent had feedback of snagging but the stent was able to be tugged out of the system. After which a new long sheath and stent were reintroduced for treatment. The right femoral artery was punctured. The unknown angiographic catheter was withdrawn after the guidewire passed through the lesion. A 4*150 or 5*150 mm unknown balloon was delivered to the lesion through the non-cordis .018 guidewire for dilatation. A 5*150 unknown drug-coated balloon was continued to treat the lesion. The angiographic view showed significant angioelastic retraction. The product was stored and handled according to the instructions for use (IFU). When the stent package was opened, the overall condition of the stent was fine, which is why the operator used it. The temperature exposure indicator on the pouch was checked and confirmed that the black dotted pattern with a grey background is clearly visible. No problems were found with the outer or inner packaging or the smart flex device. There was nothing unusual noted about the stent delivery system prior to use. The stopcock was no connected to the y-connector of the tuohy borst valve. There was no difficulty encountered while flushing the stopcock or while flushing the sds. The target lesion was measured to be 4mm in diameter. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. The length of the lesion was noted to be 140mm. The lesion had a 70% stenosis with moderate calcification. The vessel was not tortuous. There was no thrombus present. The delivery system did not pass through any acute bends. There was no difficulty encountered while tracking/advancing the system to the lesion. Unusual force was not used at any time. A non-cordis 6f pre-curved long sheath was used with a non-cordis .018 wire. The device will be returned for evaluation.

Event description:
As reported, the 5x150 smart flex was delivered to the left distal femoral artery (near the popliteal) lesion along an unknown guidewire. However, the stent became stuck on the system after 3-4cm of release. Forceful retraction and release by the operator had no effect. Finally, the operator pulled the incompletely released stent system as a whole into the torsion sheath, and then moved the long sheath out of the body. The device was removed without injury. After the device was removed from the body, the operator gently tugged on the released 3-4 cm length of the stent outside the system. The stent had feedback of snagging but the stent was able to be tugged out of the system. After which a new long sheath and stent were reintroduced for treatment. The right femoral artery was punctured. The unknown angiographic catheter was withdrawn after the guidewire passed through the lesion. A 4*150 or 5*150 mm unknown balloon was delivered to the lesion through the non-cordis .018 guidewire for dilatation. A 5*150 unknown drug-coated balloon was continued to treat the lesion. The angiographic view showed significant angioelastic retraction. The product was stored and handled according to the instructions for use (IFU). The temperature exposure indicator on the pouch was checked and confirmed that the black dotted pattern with a grey background is clearly visible. No problems were found with the outer or inner packaging or the smart flex device. There was nothing unusual noted about the stent delivery system prior to use. The stopcock was no connected to the y-connector of the tuohy borst valve. There was no difficulty encountered while flushing the stopcock or while flushing the sds. The target lesion was measured to be 4mm in diameter. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. The length of the lesion was noted to be 140mm. The lesion had a 70% stenosis with moderate calcification. The vessel was not tortuous. There was no thrombus present. The delivery system did not pass through any acute bends. There was no difficulty encountered while tracking/advancing the system to the lesion. Unusual force was not used at any time. A non-cordis 6f pre-curved long sheath was used with a non-cordis .018 wire. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.